Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that after approx 33 months of support on the lvad, the pt was admitted with intermittent red heart alarms and pump stoppages, regardless of whether the pt was connected to a grounded pt cable or batteries. The vad coordinator reported possible external damage to the driveline near the bend relief. The pt remained stable on battery power. The log file submitted to the MFR for analysis contain low speed and red heart alarm events with intermittent pump stoppages as reported. Pump stoppages appeared to occur while the pt was connected to a pt cable. The events displayed in the log file were indicative of a percutaneous lead issue. Add'l info provided to the MFR indicated that an external percutaneous lead replacement was successfully performed.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.